Manufacturer narrative:
The pt's anatomy and operational context contributed to the event. The device was discarded.

Event description:
Pt with copd and chf (non-surgical candidate) - presented with extremely tortuous and calcified l iliac, with a tight, stenotic lesion. Successfully implanted a bifurcated device; some difficulty in withdrawing catheter. Also implanted a proximal cuff. The outer sheath/front tip of the delivery system became lodged at the area of the stenotic lesion. The physician used several maneuvers in an attempt to free up the device. Consequently, the excessive pulling of the delivery system caused a dissection in the iliac artery; the decision was made to take the pt to surgery to repair the dissection. A graft was sewn in to resolve the dissection. The pt was sent to recovery, but could not be weaned from the ventilator due to his pre-existing conditions. Pt died in 2007.